Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. The patient stated that they started to feel cramping, nausea and overfilled at dwell two of four. The patient explained that they completed fill and dwell one of four, but moved into drain for only one minute. After about a minute in drain, they moved to fill two which they completed along with dwell. The patient ended up performing a manual drain and overfilled their 2l manual drain bag. The patient reported feeling fine after that and the technical service representative reviewed the programming with the patient. The therapy had a fill volume of 2500ml and the drain volume of 2261 along with an approximate drain volume of the manual bag (3000ml). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A short simulated therapy was successfully performed. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.